Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed a broken catheter which appeared to have been cut by a sharp object. The pieces of the catheter were measured and the total length was 31.77mm (21.04mm + 10.73mm) which is within the acceptable specification range of 31-32.5mm. As previously reported, a review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, based on the length of the broken catheter tubing received, the manufacturing flow was traced and there is no area that will contact the affected tubing location.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is available for evaluation. However, on 01/23/2017 the manufacturing plant in (B)(4) completed a no sample investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Upon receipt of the sample, an investigation will be completed and a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, a 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter was placed in a patient for IV antibiotics and analgesic medication. On (B)(6) 2017 the catheter was removed because it was not working. The catheter broke off during removal and 2/3 of it remained in the patient's vein. The patient had surgery to removed the broken catheter.